Event description:
On (B)(6) 2008, the adverse event of acute neck pain was upgraded to serious as the subject required hospitalization for supplemental fixation. The subject underwent an anterior exploration of fusion with removal of anterior plate instrumentation with anterior cervical discectomy and decompression at c4-5 with structural allograph arthrodesis and uniplate anterior plate stabilization and local autograph arthrodesis of c4-5. The existing slim loc plating system was identified and the locking caps were removed. The screws were removed and the plate was removed. The fusion was explored and noted to be solid at c5-6. Attention was then turned to the c4-5 level. Caspar distractor pins were placed in the c4 and c5 vertebral body. A discectomy was carried out. There was noted to be a prominent midline annular tear with herniated disc material in the canal. The decompression included resection of the posterior annulus, posterior longitudinal ligament and proximal foraminotomies bilaterally, freeing up the c5 nerve roots. A 7mm structural allograft was then impacted into place between c4 and c5. During the drilling of the uncovertebral joints and the bony endplates, a bone trap was used and the local autograft was saved from this. It was placed around the structural allograph. A uniplate was then selected with one screw into the c4 and c5 vertebral bodies and the previous caspar retractor pin holes. An intraoperative xray was taken to confirm proper graft instrumentation placement and spine alignment. The subject had no intraoperative adverse reactions or complications and was taken to the recovery room in stable condition.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device not available.

Manufacturer narrative:
The product sample was not returned for evaluation stated as a standard of care. As such a device history record (DHR) review could not be conducted as the lot number of the product was unknown. There was no mechanical failure of the implant and it was stated that the previously treated level was fused as intended. Therefore, without a product sample or a mechanical failure of the device, we are unable to confirm the reported issue or identify the root cause, and this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and product evaluated.